Event description:
Medtronic received information that immediately following implant of this mechanical valve, one of the valve's leaflets was not moving. The valve was explanted and replaced with another medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic's quality laboratory, the carbon subassembly was cleaned and dried, after which the leaflets were fully mobile. The tissue annulus diameter was measured to be within specification. The sewing cuff met specification for stitching and back-stitching. No as-manufactured surface finish anomalies were identified. The as-returned dimensions for the orifice, left leaflet, and right leaflet met engineering drawing specifications. The crown to notch (c-n) gap was measured; the as-returned gap for the left and right leaflets were within manufacturing specification. The stiffening ring met all the dimensional specifications. Analysis found the valve met all specifications and performance testing. Conclusion: a conclusive cause of the reported event could not be determined, as the device met specification. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is expected to be returned for analysis, but at the time of this report it has not been received by medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic was unable to obtain patient age or weight. (B)(4).